Manufacturer narrative:
Investigation summary: one photo of secondary set, model 72213n, was received by the customer for investigation. Upon visual inspection, it could be observed that the set's drip chamber was disconnected from the tubing. No other defects were observed. The customer's complaint that secondary IV tubing set broke apart was verified. A device history record review for model 72213n lot number 21029547 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17feb2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Since no physical sample was received, an investigation could not be performed and a root cause could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: since no physical sample was received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the sec set 20dp 30in w/hanger ll experienced component separation. The following information was provided by the initial reporter: secondary IV tubing set broke apart (chamber broke off from tubing below chamber).